Event description:
It was reported that prior to the ureterolithotomy procedure, the console could not recognize the fiber as usual and also the connection plug is not working correctly, and the energy flow is intermittent. There were no patient complications. The procedure was rescheduled. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation.

Event description:
It was reported that prior to the ureterolithotomy procedure, the console could not recognize the fiber as usual and also the connection plug is not working correctly, and the energy flow is intermittent. There were no patient complications. The procedure was rescheduled. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation.

Manufacturer narrative:
As of today, the above referenced console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, a fiber recognition test was performed without errors, also alignment of optics and calibration of energy measurement card and power tables of the equipment were performed. The console passed full functional tests and the replacement of the calibration has resolved the complaint. Based on the analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.